Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("skin rash"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding vaginal"), autoimmune disorder ("autoimmune disorder type of disorder"), solar dermatitis ("rashes or skin conditions type after sun exposure"), allergy to metals ("nickel allergy") and pyrexia ("fever"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, rash, psychological trauma, fatigue, alopecia, migraine, vaginal haemorrhage, autoimmune disorder, solar dermatitis, allergy to metals and pyrexia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, pyrexia, rash, solar dermatitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: essure confirmation test result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received: newly added events- vaginal haemorrhage, autoimmune disorder, solar rash, nickel sensitivity, fever; reporter was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("skin rash"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding vaginal"), autoimmune disorder ("autoimmune disorder type of disorder"), solar dermatitis ("rashes or skin conditions type after sun exposure"), allergy to metals ("nickel allergy") and pyrexia ("fever"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, rash, psychological trauma, fatigue, alopecia, migraine, vaginal haemorrhage, autoimmune disorder, solar dermatitis, allergy to metals and pyrexia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, pyrexia, rash, solar dermatitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: essure confirmation test result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("skin rash"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, rash, psychological trauma, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and rash to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), skin rash, psych injury, fatigue, hair loss and migraine were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.